Event description:
The customer reports during a diagnostic esophagogastroduodenoscopy and colonoscopy using an evis exera ii colonovideoscope, the scope was inserted into the rectal vault and advanced to 30cm where upon withdrawing there was an area of irritation caused by the scope on the site where it appeared that there was a linear rent in the mucosa. The submucosa was visible deep to this and two clips were used to approximate the mucosal edges. The scope was then exchanged for another scope at this point. The second scope was passed beyond this site to the level of the cecum without difficulty. The patient was seen in the physician's office for post-procedure follow-up and is doing well, however, when the patient was discharged from our facility, she was later sent to the hospital for observation where she was taken to the operating room for laparoscopic sigmoid resection for perforated sigmoid colon. The colonoscope was sent to olympus for evaluation and repair because post procedure it was noted that the distal end was chipped.

Manufacturer narrative:
This event has been reported by the importer on MDR# 2951238-2022-00415. The device referenced in this report was returned to olympus for evaluation. Preliminary findings are reported. The investigation is ongoing. Physical evaluation of the suspect device: olympus performed a visual inspection on the received condition. First, the distal end of the device was inspected under a microscope and found deep dents, scratches, chipped lenses, and deterioration of the glue around the lenses. The bending section cover glue was also inspected. Olympus found cracks, pinholes, missing and ¿chipping¿ glue due to deterioration further findings per the estimation quality inspection results included: leaking from the auxiliary water channel, failed distal end cover insulation test, restriction at the suction cylinder, low angulation, play and clicking on the control knobs. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being updated to provide investigation findings. The device history record (DHR) for the suspect device was reviewed and it was confirmed, the device met all design and safety specifications when shipped. The subject scope was not repaired by olympus within the past one year. Conclusion: we cannot conclusively specify the cause of the suggested event. Consideration the scope, including user handling, may have involved with occurrence of the suggested event. However, we cannot specify whether nonconformity of the scope triggered the event or not from the following investigation results. According to information provided by the customer , damage of sigmoid colon was detected while the scope was inserted to the patient. Nonconformity was confirmed at distal end and insertion section where the damaged sigmoid colon could have been contacted with. However, no sharp edge to trigger the perforation was confirmed during physical evaluation of the suspect device.